Event description:
During baxter's functionality testing it was found that a spectrum pump experienced a door not fully latched alarm. There was no pt involvement.

Manufacturer narrative:
MFR ref no: (B)(4). During baxter's eval, the door not fully latched alarm was confirmed and was reproduced. Eval experienced a door not fully latched alarm caused by a failed upper link switch. The upper auxiliary assembly, which contains the failed upper link switch was replaced.